Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, all the keypad buttons demonstrated intermittent unresponsiveness. On examination, the battery compartment was cracked at the case seal and the pump case was cracked at the bottom right corner of the display lens. A leak test was performed which confirmed moisture ingress into the pump at the site of the case and battery compartment damage. The pump case was removed for further investigation and revealed moisture on the keypad flex connector, the printed circuit board and the display. Investigation duplicated the alleged keypad issue.